Event description:
The customer reported smelling smoke and the system made a popping sound and displayed several error messages, which resulted in a system shutdown. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger circuit board and system batteries were replaced. The system was then found to be operating as intended.